Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient reported that the over the (B)(6) the keypad is intermittently responding. The patient denied any peeling or tears of the keypad.